Event description:
Triunions of crw precise bind too tight. The description was as follows: "trunions bind when tightened finger-tight. Requires considerable force to loosen." The nurse unit manager stated that pt was prepped with bur holes and anaesthetised for (dbs) deep brain stimulation. Frame had been checked beforehand, but would not unlock when placed onto pt. The case was aborted.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.